Event description:
The customer reported that the physician deployed the first vasoseal plug and felt resistance. He pulled back to deploy the second plug and the plunger separated from the sheath and the plastic sleeve stayed in the pt's leg. The sleeve was removed from the pt and the procedure was aborted. The first plug was never deployed. No further complications were reported.